Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. If should the device be returned at a later time, complaint will be updated accordingly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition of the fpl (flexor pollicis longus) rupture could not be confirmed based on the available data. The received x-rays were reviewed by the medical safety officer. The plate appears to be positioned a bit too distal. Thus the distal ramp/edge of the plate is positioned more volar. This would place the distal edge of the plate deeper into the carpal canal (grey lines) and may make the fpl ride or pulley over it and could cause a rupture. There are no screw head issues. Product was not returned and no article- and lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown va two column plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implanted in (B)(6) 2017; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a reconstruction surgery on (B)(6) 2019 of the left flexor pollicis longus due to tendon rupture on (B)(6) 2018. Initially, the patient was implanted with an unknown plate and an unknown screws in (B)(6) 2017. The plate has caused a rupture of the tendon and was removed along with the screws while the ligament was reconstructed. The procedure and patient outcome were unknown. This report is for one (1) unknown variable angle (va) two column plate. This is report 1 of 2 for complaint (B)(4).